Manufacturer narrative:
A secondary investigation was completed on the returned device. The device failed functional testing as the inner cannula would not rotate, resulting in a weak suction and samples not being acquired. Based on this, the customer complaint was confirmed. A dissection and destructive analysis of the device revealed a failure in the motor subassembly. This motor subassembly is a third-party manufactured item. Its manufacturer has been informed of our findings. Subassembly lots and final lot dhrs were reviewed for the same lot and no particularities were found. Also, no link between the malfunction and the hematoma could be established. Note that hematoma is a known complication of any biopsy procedure. No complaints with the same root cause have been received by hologic.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that during a biopsy procedure, "it was only possible to take a sample of 3 pieces, because no vacuum built up." As reported, the procedure had to be stopped. The patient developed "an unexpected and big hematoma in the breast, taking place suddenly and remaining for more than one week. A clinical examination followed one week later. The physician reported that the samples had been sufficient and no additional procedure was needed.